Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have fallen onto insulin pump causing display screen to shatter. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump had broken belt clip slot, cracked reservoir tube lip, cracked case near the display window corners, cracked display window and minor scratches on the display window noted.